Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming and was not able to prime. Customer's blood glucose was 159 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify low reservoir alarm due to prime alarm. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and missing address/serial label.